Event description:
It was reported that patient with this implantable pacemaker experienced pacemaker mediated tachycardia (pmt) which appears to be related to intrinsic rate or upper rate behavior. Boston scientific technical services (ts) discussed that the algorithm attempts to slow down but the right atrial (ra) rate remains the same. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.